Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a combi set blood leak occurred fifteen minutes after the start of a patient¿s hemodialysis (hd) treatment. The heparin line on the combi set separated from the arterial line. There were no machine alarms when the line separated. There were no defects noted on the combi set during pre-treatment inspection and the box that the product came in was not reported to be damaged. The separation resulted in an unknown amount of blood loss. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. A photo of the device was provided for review.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, photos of the alleged malfunction were received. In the photos, a separation could be seen between the heparin line and the red ¿t¿ connector. Separations of the heparin line can be caused by improper assembly by the assembly line operator for failing to follow the work instruction and not applying solvent correctly. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the available information, the reported event has been confirmed.

Event description:
A user facility reported that a combi set blood leak occurred fifteen minutes after the start of a patient¿s hemodialysis (hd) treatment. The heparin line on the combi set separated from the arterial line. There were no machine alarms when the line separated. There were no defects noted on the combi set during pre-treatment inspection and the box that the product came in was not reported to be damaged. The separation resulted in an unknown amount of blood loss. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. A photo of the device was provided for review.